Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿silicone has completely leaked into the breast¿.

Event description:
Patient reported right side "pulling and pricking pain" and ¿silicone has completely leaked into the breast¿. Patient also reported "tiredness", "sleeplessness", "general unwell feeling", "impairment of the arm", "imbalance" "headaches that increasingly became worse" and "nausea"; these events are not device related. Device has been explanted.